Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that for about 3 months they have had stinging and burning at their ins site that is gradual and comes and goes and is not stinging and burning all the time. The patient stated that at times the stimulation feels like it is burning and stinging where the battery is. Sometimes they have no trouble with burning and stinging at all, and sometimes when they charge they get burning and stinging at the ins site. It was noted that there were not trauma/falls related to the issue. The patient would follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.